Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had experienced this issue previously, and as a result, technical support arranged for a pump replacement that includes updated software. The customer was informed of the procedures to follow upon receiving the replacement, including putting the existing pump into storage mode, and agreed to return the defective pump within 10 days using the provided return box and label.